Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the plastic inside the video connector was melted due to mishandling. This led to the camera head and scope connection malfunction. This issue is addressed in the instructions for use (IFU): "¿ use this video system center only under the conditions described in ¿environment¿ on page 306 and ¿specifications¿ on page 307. Otherwise, improper performance, compromised safety and/or equipment damage may result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely, enough heat had been generated, melting the plastic inside the video connector, which prevented the connections with the scopes and camera heads. The instructions for use (IFU) state the following: ¿use this video system center only under the conditions described in ¿environment¿ on page 302 and ¿specifications¿ on page 303. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus and the evaluation confirmed the user¿s report. The evaluation found that the video connector socket would require replacement. There was a melted piece of plastic inside preventing insertion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the video connector socket on the otv-s190, visera elite video system center, was melted on the inside, preventing insertion of scopes or cameras. This event was observed during preparation for use. There were no reports of patient harm associated with this event.